Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had tested positive for ketones and sought medical treatment to resolve the issue. Although requested, no additional information was provided. Customer did not respond to multiple follow up attempts by tandem technical support.